Event description:
On 06/27/2022, the customer alleged to medela llc that her pump in style maxflow has low suction and she developed mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying correct kit components were being used. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 7/1/2022, the customer indicated that she developed mastitis on (B)(6) 2022, and was prescribed dicloxacillin. The customer also stated that the mastitis is cleared and the replacement pump is working great. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 10/03/2022. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Human milk residue was found on the connectors, membranes, the aggregate (internal motor & pump assembly )and manifold. The customer's report of low suction was confirmed.